Manufacturer narrative:
(B)(4). Eval results, conclusions: (from the info provided, the cause of the misaligned openings cannot be determined).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx one month ago. The aortic arch was normal. At the subclavian artery, the diameter of the thoracic aorta measured 34-35 mm in diameter and 1 cm distally, it was 38 mm in diameter. It was reported that when deployment was initiated with the first thoracic proximal main, it started to deploy in the misaligned position, however, the physician pulled the delivery system down and corrected the misaligned apex. The stent graft was implanted 2 cm lower than intended. The physician elected to implant a second proximal main stent graft and during the deployment, the same thing that occurred with the first device happened (MFR # 2953200-2010-02277). A third device was deployed and landed at the intended location. No clinical sequelae were reported and the pt is fine.